Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after approximately 5 minutes of lasing time, during a surgical procedure, "fiber tip burn / charred" at 78,425 joules of use and 13:01 minutes. The doctor was forced to laser very close to tissue due to very large lateral lobes. The fiber was exchanged and the case was completed "successfully with a second fiber". Patient outcome "ok" reported. The "patient was not hurt in any way."